Manufacturer narrative:
(B)(4). Physio-control assisted the 3rd party service agency with purchasing a replacement therapy connector assembly for their device. It was later confirmed by the customer that a biomedical engineer at their facility replaced the therapy connector assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Neither the device, nor the removed therapy connector assembly, have been returned to physio-control for evaluation.

Event description:
The reporter, a buyer for a 3rd party service agency, contacted physio-control to report that a pin from the device's hard-paddles assembly had broken off and become lodged in the device's therapy connector assembly. As a result, defibrillation therapy would not be possible. This issue was discovered while performing routine preventative maintenance on the device. There was no patient use associated with the reported event.